Event description:
Initial reporter indicated that they had a (B) (4) handheld and it would not turn on. The screen lock button was not engaged and the nurse could not see red. When she plugged in the handheld computer, the power light was red. A hard reset was performed, but still nothing showed up on the screen. The outlet was a working one. The battery cover lock was engaged. The product is at the manufacturer pending completion of product analysis.